Event description:
Port placed successfully without incident. Dr. Attempted to access port (bard power port of slim lot# recx0219) with huber needle provided (non-coring 22gx25 right angle) but couldn¿t get blood return or flush port with huber needle. Needle placement confirmed with x-ray that it was in port. Multiple attempts made to reposition needle in port without success. Huber needle removed and new huber needle placed (19g x1 in). Blood returned and flushed with ease. Concern for needle malfunction. Primary rn noted that the same thing occurred last week with a different provider but same bard power port device.